Manufacturer narrative:
The device is to be returned; but has not been received for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr, a 14 fr esheath was fully inserted via a cutdown on the right femoral artery to cover aortic tortuosity rear the renal artery. Due to significant tortuosity, the descending aorta above the sheath distal tip was stretched by a guidewire. While advancing a commander delivery system, when the valve came out of the sheath, the delivery system got stuck in the aorta and could not be pushed forward or pulled back. Therefore, the sheath was pulled back a little, and valve alignment was performed at that location. After that, the valve and delivery system could be advanced to the annulus. In attempt of valve deployment, the delivery system balloon was inflated; however, the balloon expanded only half, barely deploying the valve in the annulus. Blood inflow was observed in the inflation device, suggesting possible balloon tear. When the delivery system was drawn into the sheath for withdrawal, the fluoroscopic view showed a black shadow out of the sheath, which was considered to be the c-marker band dislodged. The valve was properly post dilated with non-edwards¿ balloon catheter. Despite multiple attempts of removal, the c-marker band was caught in a branch of internal iliac artery and could not be removed by transcatheter technique. The operators judged that clinical risk was remote and left the marker band in body with the patient¿s family¿s agreement. Per report, during insertion, the delivery system could be advanced in the sheath without difficulty, but unusual resistance was encountered when the valve got through the sheath distal tip. When the delivery system was drawn into the sheath, unusual resistance was also encountered. The patient had been in a favorable condition and could walk the following day of procedure. No additional treatment was required.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used in the procedure. A kink on the proximal part of the balloon shaft was noted and attributed to device return packaging. Visual inspection observed a pinhole on balloon at distal triple marker, gouges observed on flex tip and slight scratches along the flex shaft. Functional testing was performed. Full use of flex was performed with no abnormalities observed. A guidewire was inserted through the delivery system and no resistance was observed. When the balloon was inflated, a pinhole leak was observed just proximal to the I/c bond. Dimensional testing was performed. The crimp balloon double wall thickness was measured proximal to the pinhole, as a thickness below the specification could be indicative of an issue during manufacturing of the component. The balloon double wall thickness met specification. The flex tip outer diameter was also measured as it supports the valve as the delivery system is tracked through the body. The flex tip met specification. Patient anatomy imagery (3mensio) was provided from the field for review. Tortuosity and calcification is seen throughout the patient anatomy. If valve alignment was performed in the certain areas, the existent tortuosity would make it unlikely valve alignment was performed in a straight section. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend category ¿tracking difficulty¿ and ¿leakage¿. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed zero (0) similar complaints related to ¿delivery system ¿ tracking difficulty¿ and ¿balloon ¿ leakage¿. Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. Inspections support that it is unlikely that pre-existing damage on the delivery system or balloon was present before leaving the manufacturing facility. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed based on visual, dimensional, and functional testing. In addition, no relevant imagery showing tracking difficulty was provided. The complaint for ¿balloon ¿ leakage¿ was confirmed based on visual inspection and functional testing of the returned device. No manufacturing non-conformance were identified in the returned sample. Furthermore, a review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As the delivery system was able to be de-aired during device preparation with no note of balloon leakage, it is likely that the damage to the balloon occurred during the procedure. Difficulty tracking the delivery system through the vasculature may be due to anatomical factors, including tortuous vessels, calcification, and mean luminal diameter (mld) of the patient. In this case, it was noted in the complaint description that ¿access vessel minimum luminal diameter was 6.0 mm with moderate calcification and moderate tortuosity.¿ the provided imagery also confirmed the presence of calcification and tortuosity. Furthermore, the complaint description notes that ¿due to significant tortuosity, the descending aorta above the sheath distal tip was stretched by a guidewire. While advancing a commander delivery system, when the valve came out of the sheath, the delivery system got stuck in the aorta and could not be pushed forward or pulled back.¿ during visual inspection of the device, scratches were observed along the flex shaft, which indicates that calcification may have interacted with the device and contributed to resistance in advancing the delivery system. As such, it is likely that the patient factors (tortuosity/calcification) contributed to the reported tracking difficulty. Because the delivery system was stuck in the aorta, ¿the sheath was pulled back a little, and valve alignment was performed at that location.¿ it is thus possible that valve alignment was performed in the non-straight section circled in the provided 3mensio. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The gouges observed on the flex tip supports valve diving may have been present. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can weaken the inflation balloon and crimp balloon bond if excessive force is used to try and achieve final alignment position. The weakened bond is more prone to tearing and can result in the observed pinhole. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, the excessive manipulation performed due to difficulty navigating the delivery system in the tortuous anatomy could have also weakened the bond and increased risk of a pinhole, especially if the valve struts or calcification interacted with the balloon. While a definitive root cause is unable to be determined at this time, available information suggests patient and/or procedural factors contributed to the reported balloon leakage. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed while the complaint for ¿balloon ¿ leakage¿ was confirmed. No manufacturing nonconformances were identified. Available information suggests that patient and/or procedural may have contributed to the complaint events. Since no product nonconformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.